Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor failed to complete pairing with the ilet despite guided troubleshooting, including reattempting entry of the sensor code and toggling cgm types; the issue was characterized as intermittent communication failure involving the device¿s wireless interface, including the antenna, and the user reverted to backup therapy while obtaining a replacement sensor. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with communication failure at the electrical and magnetic subsystem level, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.